Event description:
It was reported that this right ventricular (rv) lead exhibited high out-of-range shock lead impedance (sli) measurements measuring 120 ohms. The device is programmed rv coil to can. Recently sli have been measuring 135-145 ohms. It was noted that the patient has no access to drop a new lead. Last year defibrillation threshold (dft) testing was performed in which it was successful with a 21j shock and impedances measured 91 ohms post shock. At this time, the lead remains in service. No additional adverse patient effects were reported.